Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that device had a hole in the hose near the muffler. It was further observed that the device was running at 71,800 rotations per minute (rpm) which is below the operational specification (75,000 rpm). During repair it was observed that the vanes were worn out, causing the device to run at a low rpm. It was determined that the assignable root cause of the hose damage was due to mishandling of the device, which is user error. The assignable root cause of the worn out vanes was due to insufficient lubrication (improper maintenance methods), which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.